Manufacturer narrative:
Concomitant product: 507652, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during recorded episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient had presented with complaint of chest pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.